Manufacturer narrative:
No conclusion can be drawn as repair info was not reported. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system displayed a filament regulator error during a procedure. No pt injury was reported.